Manufacturer narrative:
The results of this investigation confirmed the 7f amplatzer torqvue 180 delivery system delivery cable vise met all functional specifications when analyzed at abbott. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the vise, and the cause for the difficulty detaching the device during the procedure remains unknown.

Event description:
A 10/8 mm amplatzer duct occluder (ado) was deployed using a 7f amplatzer torqvue 180 delivery system (dtv180). The ado could not be released from the delivery cable despite multiple turns. A vise was taken from another 7f dtv180 and used with the first dtv180 to successfully implant the ado. The procedure was delayed by 30 minutes.